Manufacturer narrative:
It was reported that patient had a small amount of bleeding in the surgical site. Note, the date of event is considered to be a best estimate as (18-sep-2025) based on the date of awareness. Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. No photos or samples were received for evaluation. A device history record could not be evaluated as the lot number is unknown. Based on the available information, a definitive root cause could not be established. No conclusion can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. If there is any possibility of damaging the skin, it is likely due to excessive pressure being applied. It was recommended that at the time of use, please do not strongly press the blade against the skin. Gently slide the clipper across the surface and cut slowly. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a very experienced cna clipped the patient and caused a small amount of bleeding in the surgical site. These razors/clippers were reported to be dangerous, time consuming, and ineffective.

Manufacturer narrative:
It was reported that patient had a small amount of bleeding in the surgical site. Note, the date of event is considered to be a best estimate as ((B)(6) 2025) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a very experienced cna clipped the patient and caused a small amount of bleeding in the surgical site. These razors/clippers were reported to be dangerous, time consuming, and ineffective.